Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3687 biceps knotless fibertak white suture would not move when attempting the reduce it. Eventually, the suture broke under pressure. The surgeon archived final fixation and completed the procedure by alternative means. This was discovered during a procedure on 11/6/2024. Additional information received on 11/21/2024: this was discovered during a subpectoral biceps tenodesis. The anchor remained in the patient as a portion of the suture was still usable. With the use of a free needle, the suture was used to repair the tissue in an off-technique manner due to the device complications. The case was delayed ten minutes without additional anesthesia.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.